Manufacturer narrative:
Our field service engineer replaced the control printed-circuit board (pcb) according to the recommendations in the service manual, and performed successful functional and safety tests before the ventilator was returned to service. Evaluation of the received device logs confirmed a single occurrence of the reported technical errors and a stoppage of ventilation on the date of event. During laboratory tests with the returned control pcb installed in a reference ventilator, performed pre-use checks succeeded and simulated use tests of ventilation ran during 11 days without any deficiency related to the control pcb noted. The control pcb was also stress tested, i.e. Exposed to mechanical pressure, moderate cooling, and warming without provoking any failures. If the underlying condition appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. Our conclusion in this matter is, that the reported issue was confirmed in the received device logs, but could not be reproduced during the investigation. The cause for the reported failure has not been established as a result.

Event description:
(B)(4).

Event description:
It was reported that while connected to a patient the ventilator generated two technical error codes, the first indicated, "disabled valves" and the second an "internal communication error". There was no patient harm reported. (B)(4).